Event description:
Dental implant was explanted due to a loss of osteointegration. Bone loss and infection around the implant were noted. The reason for implant loss was reported to be caused by poor oral hygiene.